Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion set. It was alleged the infusion tubing was defective since it had a "cut." The patient's blood glucose result was 340 mg/dl at 7:30 a.m., 240 mg/dl at 8:30 a.m., and 292 mg/dl at 9:30 a.m. The patient was admitted into the hospital from 10:00 a.m. To 1:00 p.m. The patient did not receive any medical treatment at the hospital. She only drank "a lot" of water. The blood glucose result on the hospital's meter was 94 mg/dl at 1:00 p.m. The infusion set lot number was not provided. The infusion set was returned for product evaluation.